Event description:
Device malfunction: difficult deployment. Time of malfunction: during procedure/stent deployment. Symptoms/ae: hypotension. Time of symptoms/ae: post dilatation. It was reported that during the left internal carotid stenting procedure, an unsuccessful attempt was made to pass the stent to the stenosis. Predilatation was performed and the bifurcation was dilated. The stent was passed and deployed in the vessel. It advanced slightly (jumped) with the first deployment and landed at the higher portion of the internal carotid. The angiogram showed that it landed at the bifurcation of the proximal aspect. Dilatation was used to open the site. There was a severe waist up to 8 atms. A more proximal stent of the same dimension was placed into the common carotid as a corrective measure. Post-dilatation was performed. There were some mild neurologic changes, but those quickly improved when the balloon was deflated. There was no bradycardia. The patient developed some hypotension and required neosynephrine, but remained neurologically intact. No additional information is available.

Manufacturer narrative:
Notification of pt incident was rec'd as feedback on a mailing sent 07/06 to physicians who follow ancure pts. Pt implanted with graft in 2002. Pt had good follow-up visit in 2002. The next month, physician performed fem-to-fem bypass due to limb occlusion of left artery. The next month, pt went back to surgery due to recoil of plaque. Physician performed a thrombectomy with good results. The graft was cleared in 2003, pt seen for follow-up visit: successful repair, aneurysm is 7cm, and no leaks. Six months later, pt seen for follow-up visit: ultrasound showed good condition. In 2006, pt seen for follow-up visit: graft surveillance ultrasound showed good condition.